Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex artery with heavy tortuosity and heavy calcification. An attempt was made to advance the 3.0 x 8 mm xience v stent delivery system (sds); however, the device could not cross to the lesion. A 2.5 x 8 mm xience v stent was used successfully to treat the lesion. There were no adverse patient effects. No additional information was provided. Returned device analysis found that there was a tear at the guide wire exit notch and distal shaft.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned stent delivery system (sds) noted blood and contrast visible on the balloon and on the stent implant, consistent with handling and the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The guide wire exit notch and distal shaft were torn distally for a length of 1.1 cm. The tear was in the inner and outer members. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the stent delivery system in an opposite direction as the guide wire. There were multiple bends in the entire length of the hypotube. Since this damage was not reported in the incident information, the bends and tear in the shaft may have occurred during packaging, handling and return to abbott vascular for analysis. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous and calcified which likely contributed to the reported failure to advance. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for damage and crimped stent profile. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for tears in the shaft for this lot. There is no indication of a product quality deficiency.